Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic technician reported that no treatment was applied during a custom ablation lasik treatment . Reporter indicated the cylinder and sphere were not treated. Upon follow up, it was discovered that when the operator was planning custom treatment, they moved to a different profile view for the patient and failed to reset to the correct profile mode for ablation treatment. Treatment then corrected all of the high order aberrations, but not the sphere and cylinder. User was re-educated on the need to confirm treatment on the correct profile mode. Patient will return for optimized treatment for sphere and cylinder power.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer (fse) consulted with clinical trainer who contacted the customer. It was determined that the custom ablation treatment procedure was not saved correctly by the customer. This resulted in no cylinder or sphere numbers being loaded into treatment plan. The root cause of this issue was identified as a user error. (B)(4)